Event description:
According to the available information the double j stent was placed in the patient without incident. After checking with the image intensifier, the stent was found to be radiolucent so the surgeon could not confirm the correct position of the stent. Double j stent is left in place with paraclinical monitoring.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we found one other complaint regarding the lot number 9682731 on the same defect ((B)(4)). The stent reference (B)(4) lot number 9518373 & 9518374 was made by an intermediate product reference (B)(4) lot number 9447834 & 9408985. These intermediate products were made with the same blend vs015950 lot number 9375742. The radio-opacifying agent used in this blend is the bismuth oxide reference (B)(4) lot number 2304030115. Unfortunately, without sample, we cannot go further than the documentary investigation which didn¿t reveal any anomaly recorded during production. According to the investigation performed quality databases was checked and reveal no anomaly in relation to the described defect.

Event description:
According to the available information the double j stent was placed in the patient without incident. After checking with the image intensifier, the stent was found to be radiolucent so the surgeon could not confirm the correct position of the stent. Double j stent is left in place with paraclinical monitoring.